Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial lead exhibited oversensing and is suspected to have dislodged approximately four months after implant. The physician successfully repositioned the lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.